Event description:
Physician reported 2.5 months after injection via cannula with juvederm ultra in the lips, patient developed two nodules on the lower lip and a nodule on the top lip. Physician considered the possibility that the nodules were granulomas, but no biopsy has been performed to confirm. Patient also developed swelling of the lips that would resolve for approximately three days and then reoccur for three days. Patient was initially treated with prednisone during which the swelling continued to resolve and reoccur. Patient was then additionally treated with doxycycline, and hyaluronidase "just for the swelling." Symptoms are ongoing at this time.

Manufacturer narrative:
Medwatch sent to the FDA on 07/15/2013. Attempts to follow up with the healthcare professional have not been successful, therefore, device information, such as the lot number, is not available at this time. Device labeling: undesirable effects: the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.